Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer¿s blood glucose was 27 mmol/l and corrected with insulin pump. Customer reports they did receive a sensor updating alert. Customer reports they did not receive a calibration not accepted alert. Troubleshooting was not performed. The insulin pump will not be returned for analysis.